Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the pump. No further malfunctions were reported after the reset, and the customer was advised to call back if the malfunction code reappeared.